Event description:
The customer reported that post vasoseal vhd collagen plug deployment on april 20, 1999, the pt developed a hematoma while pressure was being applied. Since the physician was unable to immediately reduce the size of the hematoma, he decided to have the hematoma surgically evacuated. The hematoma was evacuated and no further complications were reported. The physician also stated that the hematoma was caused by improper holding post deployment.